Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the impactor device, and the reported condition that during pre-surgery testing the housing of the impactor device was loose and when the unit was on, the back housing moved back jamming the power button in the ¿on¿ position, and the device could not shut off unless the battery was taken off was confirmed. An assessment was performed, and it was found that the device failed visual inspection due to a loose trigger. The impactor was visually and functionally assessed and was determined to operate. However, the trigger of the impactor was loose. The trigger screw had backed out, which allows the trigger body to move, resulting in unintended operation. It was further determined that the device failed pretest for visual assessment and locking collar assessment. The assignable root cause of this condition was determined to be traced to component failure due to wear. The reported condition that the power button jammed was not confirmed. Therefore, an assignable root cause for the sticky trigger was not determined.

Event description:
It was reported that during pre-surgery testing it was observed that the housing of the impactor device was loose and when the unit was on, the back housing moves back jamming the power button in the ¿on¿ position, and the device could not shut off unless the battery was taken off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).